Manufacturer narrative:
Product event summary: at analysis it was determined that the display was defective and as no replacement display is available it was recommended that the device be scrapped.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification at manufacturer's analysis. There was no patient involvement.